Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the device was placed at the target lesion in the distal right coronary artery (rca), but when attempting to deploy the implant, the balloon would not inflate. Under fluoroscopy it appeared as though there was a small hole in the balloon or it was not completely attached to the catheter. An attempt was made with a second device, but also encountered the same issue. There had been no resistance during advancement of the devices to the lesion site. The case was completed successfully using a drug eluting stent. The physician noted that the cause of the failure may have been attributed to the technique used by the nurse during removal of the devices from the packaging. Although there was a delay in the procedure, it was not clinically significant and there were no adverse patient effects. No additional information was provided.